Manufacturer narrative:
The device catalog number and lot number were not provided. The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.

Event description:
Per court document received, patient underwent a right shoulder arthroscopy in 2004, and a stryker painpump was placed for post operative pain. The patient now alleges she has chondrolysis and has undergone additional surgeries including a total shoulder joint replacement.